Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer became unconscious with a blood glucose level was 600 mg/dl with high ketones that were identified as life threatening by a health care provided. The customers parents assisted in addressing the elevated bg by changing the pump supplies and delivering a correction bolus via the pump. The customer resumed insulin therapy.